Manufacturer narrative:
Additional information was received that the patient was unable to charge the ipg. The patient underwent a battery replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a spinal cord stimulator (scs) revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70 cm.

Event description:
A report was received that the patient will undergo a spinal cord stimulator (scs) revision procedure for an unknown reason.